Event description:
A customer technical advocate (cta) was contacted with regard to a physician questioning a platelet result for a pt generated using a cell-dyn 1800 analyzer. An initial plt=27 k/ul was obtained. A repeat performed minutes later, on the same instrument yielded a plt-19 k/ul result. Both results were flagged by the analyzer with an "ll" dispersional data alert, indicating results were below the customer established ranges. No delay in treatment or impact to pt management was reported.